Event description:
Patient reported right side deflation. Healthcare professional confirmed deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, yellow particles in the shell, one opening curved on the anterior, total delamination on the plug strap disk shell (adhesive failure) and white calcification on the shell. Leak test and microscopic analysis was performed which identified: one opening sharp on the posterior, three openings striated on the anterior and total delamination on the plug strap disk shell (adhesive failure). A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on the posterior assessed as an unidentified (tear) opening. Three striated openings on the anterior assessed as surgical damage consist in the use of some surgical tool. Total delamination on the plug strap disk shell (adhesive failure).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient' representative reported right side deflation. Device remains implanted.